Event description:
After placing thermacare wrap on the joint after peeling off the adhesive backing per the instructions. It never warned up at all. The product completely malfunctioned and did not meet its intended use. Close to two hours later, there was absolutely no increase in temperature yet labeling claims it works for up to 8 hours.